Event description:
Customer states on a follow up draw, the gel floated above the plasma. The initial draw specimen, 454247p, lot b181235j had no separation or result issues. Centrifuge is silencer 2410; spins at 6000rpm for 3min.

Manufacturer narrative:
Complaint (B)(4) retrospective filing. Received 1rk 454247p/b19013ka for evaluation. We have no further complaints on the material/batch. We have no further inventory of the material/ batch. A check of quality, production and maintenance records shows no deviations related to the reported issue. Customer returned samples were visually and functionally evaluated (filled and centrifuged at 1800g for 10min (minimum of recommended conditions)). No deviations related to the reported issue could be observed in the samples, no deviation with the function of the gel barrier could be observed. The alleged malfunction is not confirmed.